Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 was failed to open. A field service engineer reseated connections issue not resolved, swapped controller and sensors issue not resolved, then found drawer 3 cables not fully seated and found drawer shield was uneven prevented drawer from open and close properly, reseated the cables and adjusted the shield the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer 6 failed, which located on r or3. The customer opened the back panel to recover but the board was not functioning properly. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.